Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02113. It was reported that lead migration issue was observed on both leads. Leads were explanted, and new leads were implanted as result to resolve the issue. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02113. New information received states that therapy was restored post procedure and pain control was stable. There were no complications during the procedure.